Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet addressed their bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.